Event description:
It was reported during ongoing use, the device's battery was decreasing rapidly. Approximately one year ago, the remaining battery indicated 4.5 years. During the most recent device check, the battery was showing less than 6 months remaining. Technical services was contacted to review the disk analysis and were able to confirm premature depletion. The device was explanted and replaced, and is expected for return. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the device's battery was decreasing rapidly. Approximately one year ago, the remaining battery indicated 4.5 years. During the most recent device check, the battery was showing less than 6 months remaining. Technical services was contacted to review the disk analysis to determine the remaining longevity. Disk analysis confirmed premature battery depletion. Therefore, the device was explanted and replaced. Additional information: this report has been updated to include final analysis results.